Event description:
The surgeon started inserting the 7-9mm screw into the sheath in the tibial tunnel. He stopped and took the driver out of the screw. He placed the driver back into the screw in the tunnel and continued to rotate the screw when the hex driver broke. The surgeon tried to get the driver tip out of the screw but could not and left it in the pt. The surgeon did not feel that this would cause injury to the pt.